Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine and morphine. The patient had her pump and catheter removed on (B)(6) 2016 due to staph infection in the pump pocket area. Symptoms included fever, redness, swelling, drainage, pain, and incisional would opening. The patient had a cut underneath where her incision was and got an infection where the pump was. The patient had 3 cultures done, and it was confirmed she had a staph infection. The event date was noted to be 2016, and it was associated with implant. The patient thought that ¿(B)(6) 2016 ((B)(6))¿ she had a scab underneath pump incision infection. When the patient would go back for refills, she would inquire on if she should do anything about the scab and was told to leave it alone and let it come off by itself by the nurse. When the scab came off, that is when the drainage and the other symptoms started. Oral antibiotics were administered. The total system was explant. The infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.